Manufacturer narrative:
Unit passed the unexpected restart error test. No unexpected restart alarm after battery change noted, no damage found on interface board or electronic assembly. All currents are in specification. Unit was monitored in oven at 50 c for 24 hours, no blank display, constant tone or battery out limit alarm noted. No moisture damage found on electronic assembly, battery tube and motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that insulin pump had a constant tone. Customer removed battery and display screen remained on but constant tone stopped. When battery was replaced it was evident that display screen was frozen and constant tone returned. Customer's blood glucose was 525 mg/dl. Customer was able to restore insulin pump with battery change. Customer called back two weeks later stating that constant tone returned. Customer was advised that insulin pump would need to be replaced.